Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain disorder"), haematochezia ("hematochezia") and genital haemorrhage ("heavy bleeding/spotting") in a (B)(6) female patient who had essure (batch no. 713453) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left tube did have a bent in it suggesting the essure device was poking into the tube". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anaemia ("anemia") and iron deficiency ("iron deficiency"). In (B)(6) 2011, the patient experienced dyspnoea ("shortness of breath"), pain in extremity ("right arm pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced neuralgia ("neuropathic pain") and tremor ("tremors"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2012, the patient experienced memory impairment ("memory trouble"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced food allergy ("an allergic reaction, possibly to eating eggs"). In (B)(6) 2013, the patient experienced the first episode of rash ("worsening hand rashes") and the second episode of rash ("worsening of hand rashes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("menses that worsened in heavy flow/heavy menstrual bleeding/worsening menorrhagia"). In (B)(6) 2015, the patient experienced haematochezia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abdominal pain upper ("right upper quadrant pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("menses that worsened in irregularity/irregular menses"), vaginal haemorrhage ("spotting"), abdominal pain lower ("bilateral abdominal cramping/mild cramping"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction"), toothache ("tooth pain"), tooth loss ("tooth loss"), the second episode of arthralgia ("joint pain"), dyspareunia ("dyspareunia"), peripheral swelling ("hand swelling"), dysmenorrhoea ("dysmenorrhea"), nausea ("nauseated"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with levonorgestrel (mirena) and surgery (bilateral salpingectomy to remove the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, menorrhagia, vaginal haemorrhage, abdominal pain lower, vaginal discharge, hypersensitivity, toothache, tooth loss, the last episode of arthralgia, headache, dyspareunia, anaemia, neuralgia, tremor, memory impairment, peripheral swelling, food allergy, fatigue, abdominal pain upper, iron deficiency, dysmenorrhoea and migraine had not resolved and the haematochezia, dyspnoea, pain in extremity, back pain, the last episode of rash, nausea and alopecia outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, food allergy, genital haemorrhage, haematochezia, headache, hypersensitivity, iron deficiency, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, pain in extremity, pelvic pain, peripheral swelling, tooth loss, toothache, tremor, vaginal discharge, vaginal haemorrhage, the first episode of arthralgia, the first episode of rash, the second episode of arthralgia and the second episode of rash to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Since 2010, plaintiff has undergone and endured an extensive history and course of medical treatment for an evolving combination of the symptoms. Mirena iud placement in order to control heavy bleeding in (B)(6) of 2014; devices remain implanted in plaintiff's body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion was viewed in both fallopian tubes ultrasound scan - on an unknown date: essures noted bilaterally, left device deformed. On (B)(6) 2015, ultrasound scan revealed incidental ovoid hyperechoic liver lesion (19 mm, no halo, posterior segment) representing a benign cavernous hemangioma. Most recent follow-up information incorporated above includes: on 21-aug-2018: legal complaint received. New events added- dysmenorrhea, shortness of breath, right arm pain, back pain, worsening of hand rashes, nauseated, hair loss, the left tube did have a bent in it suggesting the essure device was poking into the tube and migraines. Event verbatim was updated as allergic reaction/allergic reaction to eating eggs and pt was updated to food allergy. Event outcome of dysmenorrhea was updated as not recovered / not resolved. Surgery bilateral salpingectomy to remove the essure device was done for event pain disorder. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube did have a bent in it suggesting the essure device was poking into the tube/peforation'), perforation ('perforation'), pelvic pain ('pain disorder/worsening of pain') and haematochezia ('hematochezia') in a 27-year-old female patient who had essure (batch no. 713453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left device is deformed/essure device was poking into the tube". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced iron deficiency ("iron deficiency") and anaemia ("anemia"). In (B)(6) 2011, the patient experienced dyspnoea ("shortness of breath"), pain in extremity ("right arm pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced neuralgia ("neuropathic pain") and tremor ("tremors"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2012, the patient experienced memory impairment ("memory trouble"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced food allergy ("an allergic reaction, possibly to eating eggs"). In (B)(6) 2013, the patient experienced rash ("worsening of hand rashes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("menses that worsened in heavy flow/heavy menstrual bleeding/worsening menorrhagia"). In (B)(6) 2015, the patient experienced haematochezia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abdominal pain upper ("right upper quadrant pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/spotting/worseining of abnormal bleeding"), menstruation irregular ("menses that worsened in irregularity/irregular menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("bilateral abdominal cramping/mild cramping"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction/hypersensitivity/allergy symptoms"), toothache ("tooth pain"), tooth loss ("tooth loss"), nausea ("nauseated"), alopecia ("hair loss"), peripheral swelling ("hand swelling"), vaginal haemorrhage ("spotting"), migraine ("migraines/headaches") and autoimmune disorder ("autoimmune symptoms") and was found to have haemangioma of liver ("benign cavernous hemangioma"). The patient was treated with levonorgestrel (mirena) and surgery (essure removed. And bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, perforation, dyspnoea, pain in extremity, back pain, rash, haematochezia, nausea, alopecia, haemangioma of liver and autoimmune disorder outcome was unknown and the pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, abdominal pain lower, menorrhagia, vaginal discharge, dyspareunia, hypersensitivity, toothache, tooth loss, arthralgia, headache, iron deficiency, anaemia, neuralgia, tremor, memory impairment, food allergy, fatigue, peripheral swelling, vaginal haemorrhage, abdominal pain upper and migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, haemangioma of liver, haematochezia, headache, hypersensitivity, iron deficiency, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, pain in extremity, pelvic pain, perforation, peripheral swelling, rash, tooth loss, toothache, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Since 2010, plaintiff has undergone and endured an extensive history and course of medical treatment for an evolving combination of the symptoms. Mirena iud placement in order to control heavy bleeding in (B)(6) 2014; devices remain implanted in plaintiff's body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion was viewed in both fallopian tubes. Ultrasound scan - on an unknown date: results: essures noted bilaterally, left device deformed.. Diagnostic results: on (B)(6) 2015, ultrasound scan revealed incidental ovoid hyperechoic liver lesion (19 mm, no halo, posterior segment) representing a benign cavernous hemangioma. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "fallopian tube perforation (previously reported as fallopian tube disorder) and auto-immune symptoms" were added. Essure indication was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube did have a bent in it suggesting the essure device was poking into the tube/peforation'), perforation ('perforation'), pelvic pain ('pain disorder/worseining of pain') and haematochezia ('hematochezia') in a 27-year-old female patient who had essure (batch no. 713453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left device is deformed/essure device was poking into the tube". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced iron deficiency ("iron deficiency") and anaemia ("anemia"). In (B)(6) 2011, the patient experienced dyspnoea ("shortness of breath"), pain in extremity ("right arm pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced neuralgia ("neuropathic pain") and tremor ("tremors"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2012, the patient experienced memory impairment ("memory trouble"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced food allergy ("an allergic reaction, possibly to eating eggs"). In (B)(6) 2013, the patient experienced rash ("worsening of hand rashes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("menses that worsened in heavy flow/heavy menstrual bleeding/worsening menorrhagia"). In (B)(6) 2015, the patient experienced haematochezia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abdominal pain upper ("right upper quadrant pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/spotting/worseining of abnormal bleeding"), menstruation irregular ("menses that worsened in irregularity/irregular menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("bilateral abdominal cramping/mild cramping"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction/hypersensitivity/allergy symptoms"), toothache ("tooth pain"), tooth loss ("tooth loss"), nausea ("nauseated"), alopecia ("hair loss"), peripheral swelling ("hand swelling"), vaginal haemorrhage ("spotting"), migraine ("migraines/headaches") and autoimmune disorder ("autoimune symptoms") and was found to have haemangioma of liver ("benign cavernous hemangioma"). The patient was treated with levonorgestrel (mirena) and surgery (essure removed. And bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, perforation, dyspnoea, pain in extremity, back pain, rash, haematochezia, nausea, alopecia, haemangioma of liver and autoimmune disorder outcome was unknown and the pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, abdominal pain lower, menorrhagia, vaginal discharge, dyspareunia, hypersensitivity, toothache, tooth loss, arthralgia, headache, iron deficiency, anaemia, neuralgia, tremor, memory impairment, food allergy, fatigue, peripheral swelling, vaginal haemorrhage, abdominal pain upper and migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, haemangioma of liver, haematochezia, headache, hypersensitivity, iron deficiency, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, pain in extremity, pelvic pain, perforation, peripheral swelling, rash, tooth loss, toothache, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Since 2010, plaintiff has undergone and endured an extensive history and course of medical treatment for an evolving combination of the symptoms. Mirena iud placement in order to control heavy bleeding in (B)(6) 2014; devices remain implanted in plaintiff's body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion was viewed in both fallopian tubes. Ultrasound scan - on an unknown date: results: essures noted bilaterally, left device deformed.. Diagnostic results: on (B)(6) 2015, ultrasound scan revealed incidental ovoid hyperechoic liver lesion (19 mm, no halo, posterior segment) representing a benign cavernous hemangioma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube did have a bent in it suggesting the essure device was poking into the tube/peforation'), perforation ('perforation'), pelvic pain ('pain disorder/worsening of pain') and haematochezia ('hematochezia') in a 27-year-old female patient who had essure (batch no. 713453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left device is deformed/essure device was poking into the tube". Medical conditions: on (B)(6) 2015, ultrasound scan revealed incidental ovoid hyperechoic liver lesion (19 mm, no halo, posterior segment) representing a benign cavernous hemangioma. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced iron deficiency ("iron deficiency") and anaemia ("anemia"). In (B)(6) 2011, the patient experienced dyspnoea ("shortness of breath"), pain in extremity ("right arm pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced neuralgia ("neuropathic pain") and tremor ("tremors"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2012, the patient experienced memory impairment ("memory trouble"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced food allergy ("an allergic reaction, possibly to eating eggs"). In (B)(6) 2013, the patient experienced rash ("worsening of hand rashes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menses that worsened in heavy flow/heavy menstrual bleeding/worsening menorrhagia"). In (B)(6) 2015, the patient experienced haematochezia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abdominal pain upper ("right upper quadrant pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/spotting/worsening of abnormal bleeding"), menstruation irregular ("menses that worsened in irregularity/irregular menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("bilateral abdominal cramping/mild cramping"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction/hypersensitivity/allergy symptoms"), toothache ("tooth pain"), tooth loss ("tooth loss"), nausea ("nauseated"), alopecia ("hair loss"), peripheral swelling ("hand swelling"), vaginal haemorrhage ("spotting"), migraine ("migraines/headaches") and autoimmune disorder ("autoimmune symptoms") and was found to have haemangioma of liver ("benign cavernous hemangioma"). The patient was treated with levonorgestrel (mirena) and surgery (essure removed. And bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, perforation, dyspnoea, pain in extremity, back pain, rash, haematochezia, nausea, alopecia, haemangioma of liver and autoimmune disorder outcome was unknown and the pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, abdominal pain lower, heavy menstrual bleeding, vaginal discharge, dyspareunia, hypersensitivity, toothache, tooth loss, arthralgia, headache, iron deficiency, anaemia, neuralgia, tremor, memory impairment, food allergy, fatigue, peripheral swelling, vaginal haemorrhage, abdominal pain upper and migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, haemangioma of liver, haematochezia, headache, heavy menstrual bleeding, hypersensitivity, iron deficiency, memory impairment, menstruation irregular, migraine, nausea, neuralgia, pain in extremity, pelvic pain, perforation, peripheral swelling, rash, tooth loss, toothache, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Since 2010, plaintiff has undergone and endured an extensive history and course of medical treatment for an evolving combination of the symptoms. Mirena iud placement in order to control heavy bleeding in (B)(6) 2014; devices remain implanted in plaintiff's body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion was viewed in both fallopian tubes. Ultrasound scan - on an unknown date: results: essures noted bilaterally, left device deformed.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information added. Date of removal updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.